Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the cartridge's "do not fit snugly". Additionally, it was reported that the pump usb port was observed to be damaged, and the usb cable was loose inside the port. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.